Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced shocking all over their body when their stimulation was on and when they lay on their side. Turning stimulation down or off didn't resolve the issue but it was noted that they turned stimulation off due to the shocking sensation. The shocking kept the patient up until 5 a.m. And they noted that they have not had any falls. The patient was advised to follow up with their healthcare provider. No further complications reported.